Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 2500 ohms since 2015. It was noted there was no noise observed or reproducible. Boston scientific technical services (ts) stated with all other lead measurements well within normal specification limits and with the inability to reproduce any noise, continued monitoring could be considered until device replacement. Ts also indicated if the physician wants to fully check the rv lead, they could consider performing a commanded maximum energy shock test or repeat defibrillation threshold (dft) testing. The boston scientific representative indicated that they would discuss this with the physician. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.